Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted deformation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii/IV".

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18/mar/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted.